Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing with a scorpion needle found that the instrument's shaft is blocked. Visual evaluation found multiple discoloration spots on the instrument. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
It was reported on 02/14/2023 by a sales representative via sems that an ar-12990 scorpion needle broke off in the shaft of the scorpion. Case involvement, no patient effect.